Manufacturer narrative:
The insulin pump was received unable to download using the carelink pro software due to an error alarm found in the alarm history screen. The error alarm occurred due to a corrupted history file. The device communicated properly with the contour next blood glucose meter. The unit was programmed with multiple boluses and monitored. T the boluses were delivered and recorded properly in bolus history screen. No memory anomaly was noted. The unit had a cracked case at the display window corner, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was unsuccessful at uploading the data onto the computer software. The blood glucose reading was 135 mg/dl. The customer stated that the insulin pump experienced a radio frequency interference, and he was still unable to upload after troubleshooting. Advised that the insulin pump would be replaced. Nothing further reported.